Manufacturer narrative:
Multiple attempts for product return have been made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow-up report will be submitted.

Event description:
It was reported the device would reboot by itself. There is no report of any patient impact or consequence as a result of the issue. No other details provided.

Manufacturer narrative:
The radical device involved in this event was returned for evaluation. During inspection of the device, the unit was found to have damaged pins, which prevent successful connection to the rds-2 ac supply. Further investigation revealed a damaged system board. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.